Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: it was reported the tubes had no vacuum, not filling or filling slowly. This occurred about 3 times, occurrence dates were not provided.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. Evaluation and testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: it was reported the tubes had no vacuum, not filling or filling slowly. This occurred about 3 times, occurrence dates were not provided.